Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, all the supplies were changed after each alarm. The customer's blood glucose (bg) level was 324 mg/dl and the bg level was addressed with a manual injection. Reportedly, insulin delivery was resumed.